Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing thresholds were noted when t comes to this right ventricular (rv) lead. It was noted that the lead was repositioned with no complications. No additional adverse patient effects were reported.